Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was squirting out during manual prime and top of reservoir compartment was cracked as well as they had scratches on screen. Customer stated that reservoir still able to lock in place. Customer¿s blood glucose was 130mg/dl at time of incident. Insulin pump will be return for analysis.